Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure.the device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick home care disposable fus are found to be adequate based on past reviews. Corrections: b,f,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection with redness by using the purewick female external catheter. Representative stated that the patient stopped using the purewick urine collection system for a few weeks due to it. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for a urinary tract infection. Per customer via phone on (B)(6) 2021, caller stated that patient had a urinary tract infection and was treated by a doctor, and did not provide any details but the redness was treated by a cream that was prescribed by a dermatologist. They are mixing the cream at home due to cost and it contains monistat, hydrocortisone, and a moisture barrier and that cleared up the redness and the patient used the purewick system successfully.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick home care disposable fus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection with redness by using the purewick female external catheter. The representative stated that the patient stopped using the purewick urine collection system for a few weeks due to it. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for a urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection with redness by using the purewick female external catheter. The representative stated that the patient stopped using the purewick urine collection system for a few weeks due to it. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for a urinary tract infection.